Manufacturer narrative:
The instrument was returned to the manufacturer for evaluation. Testing found that the adjustment screw head was worn. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tracker was damaged. There was no patient present when this issue was identified.